Event description:
It was reported during the procedure, the 1.5mm driver tip broke off in the 2.3 locking screw head. The broken driver tip was flush within the screw head and could not be retrieved. Therefore, it remains in the patient. This issue caused a 10 minute delay in procedure. The driver was discarded by the facility. The part number and batch number for the screw involved in this event is unknown. This report is related to report number 3025141-2022-00278 for the driver involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown. Based on the information received, the root cause could not be determined.